Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the day following the procedure, they "felt bad and couldn't breath very well." The patient went to the emergency department and the "sack around the heart was scratched and there was blood in the sack." The patient reported they "punched a hole in my chest to drain the fluid and it was like I was drowning." The device remains in use. No further patient complications have been reported as a result of this event.